Manufacturer narrative:
The device history record review confirmed that the device met specifications when it was released. The device was returned for analysis and the following was observed: the coil delivery wire damaged, coil delivery wire kinked/bent, main coil kinked/bent, and main coil stretched. The detachment zone was noted to have residue and blood on it and the coil was noted to have detached by electrolysis. Functional analysis was unable to be performed as the coil had already been detached. It is likely that the blood on the device that was observed may have contributed to the detachment issues experienced by keeping the coil and delivery wire from separating until withdrawn into the microcatheter; therefore, device performance was limited due to procedural factors and a cause of operational context has been assigned. It is probable that the observed coil delivery wire damage, main coil kinked/bent and stretch was likely due to procedural factors encountered during use and the coil delivery wire kink/bent that was observed are the result of the handling of the device.

Event description:
It was reported that the coil (subject device) did not detach after 7-8 detachment attempts. As the coil was being removed from the patient, the coil detached prematurely inside of the microcatheter. The coil was removed from the patient along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was not returned to the manufacturer.

Event description:
It was reported that the coil (subject device) did not detach after 7-8 detachment attempts. As the coil was being removed from the patient, the coil detached prematurely inside of the microcatheter. The coil was removed from the patient along with the microcatheter. There were no reported clinical consequences to the patient.